Event description:
It was reported that in the micu, the md met with severe resistance when trying to advance the guidewire through the arrow (B)(4) syringe. As a result, a new kit was opened and used without issue. There was no reported complication, injury or death to the patient.

Manufacturer narrative:
(B)(4).